Event description:
Literature: vanhauwaert dj, kalala jp, baert e, et al. Migration of pump for intrathecal drug delivery into the peritoneal cavity. Case report. Surg neurol. 2009; 71 (5):610-612. Summary: this case report describes how a subfascially implanted pump for intrathecal baclofen delivery spontaneously migrated into the peritoneal cavity. It was reported that the patient presented with a pump refilling problem even under fluoroscopy. The pump had already been refilled 10 times since implantation, and it was reported that puncture of the pump was difficult so fluoroscopy was needed each time. The pump was implanted subfascially 16 months earlier through a right-sided incision 10 cm below the costal margin. During revision surgery, it was determined that the deeper part of the pocket had spontaneously eroded and had caused the migration of the pump into the peritoneal cavity. The peritoneum and the abdominal wall were closed and the pump was surgically repositioned and placed in a subcutaneous pouch, during this procedure the catheter was disconnected inadvertently. No adhesions of the intestines to the abdominal wall or to the pump were encountered. The patient received a standard antibiotic prophylaxis.